Manufacturer narrative:
H6 - work order search: another similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -10.00 diopter, in the patients left eye (os), on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to low vaulting. Another icl lens was not implanted. The cause of the event was unknown.

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture. Visual inspection found the haptic torn. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).